Manufacturer narrative:
Investigation summary: bd received 100 samples for investigation. Out of these, 30 returned samples were selected at random for a visual inspection, and three of these samples failed the inspection. Additionally, 30 retained samples were also subjected to a visual inspection, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown based on customer sample testing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® no additive (z) tubes, particles were seen inside of an unspecified number of samples. No adverse impact was reported regarding the patient or user.